Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets tubing detachment event on (B)(6) 2025. The site of detachment was from the quick release. The insertion site was abdomen. The infusion set was in use for two days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. E1: patient city: (B)(6). Patient country: united states.